Event description:
Revision surgery - due to a fall and periprosthetic fracture.

Manufacturer narrative:
The reason for this revision surgery was due to a periprosthetic fracture after 34 days of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the 4th complaint for this part (1 trauma, 1 revision surgery, 1 stability/poor joint, 1 pain), first for this lot. The root cause for the patients fracture was most likely the fall as reported. There is no information reported that showed a material, design, or manufacturing problem with the product.